Manufacturer narrative:
Patient medications: amlodipine, aspirin, atorvastatin, and levothyroxine. (B)(4).

Event description:
On (B)(6) 2018, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a new chronic thoracic aortic dissection proximal to the existing implanted devices, not in the previously treated area of the aorta. Prior to this procedure on (B)(6) 2012, the patient was implanted with three gore® tag® thoracic endoprostheses to treat a chronic dissection. On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses in the abdominal aorta, gore® viabahn® endoprostheses were implanted in bilateral renal arteries, the celiac artery and superior mesenteric artery as ¿chimneys¿ to treat a new chronic dissection. In addition, on an unknown date, the patient had bare metal stents implanted in both femoral arteries. It was reported access was made through the right femoral artery and that after deploying the conformable gore® tag® thoracic endoprosthesis (tgu343410/18359270) on (B)(6) 2018, the proximal end of the device partially opened, approximately 30% open, down to the first 1 cm of the device. The rest of the device fully opened. The physician attempted to balloon the device and it remained partially open. A gore® excluder® contralateral leg endoprosthesis was implanted inside the implanted conformable gore® tag® thoracic endoprostheses to use as radial force to ensure the device remained open and patent. The patient tolerated the procedure. The physician and field sales associate examined the deployment line and the delivery catheter, both were intact with no defects. The delivery catheter was destroyed at the hospital.

Manufacturer narrative:
Correction adverse event or product problem.